Event description:
Customer called to report elevated blood glucose ("in the 300s" mg/dl). She observed that the cannula had shifted out of place and insulin was going both under and onto the skin.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if some mfg defect or other product condition could have contributed to this event. The customer observed that the cannula had shifted and insulin was being deposited on the skin as well as under it. This condition would result in under-delivery of insulin and could contribute to elevated blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." If hyperglycemia results from a "dislodged cannula," the user's guide suggests to "deactivate and remove used pod. Apply a new pod in a different location. Avoid sites near a waistband, belt, or other areas where friction may dislodge the cannula."